Manufacturer narrative:
(B)(4). The customer reported the unit has a blank display. There was no report of pt involvement. The unit was evaluated by a philips field service engineer and the symptom was verified. The optical switch, bezel assembly, and knob assembly were replaced to resolve the reported issue. Because multiple parts were replaced to resolve the issue, we cannot determine the root cause of the malfunction.

Event description:
The customer reported the unit has a blank display. There was no report of pt involvement.